Manufacturer narrative:
The samples are lithium heparin plasma without a gel barrier that were centrifuged for 5 minutes at 3,700rpm. Three levels of qc were within the customer's established ranges prior to the erroneous results. Customer performed a diagnostic testing which failed some parameters. The testing was repeated and it met specifications. Three levels of accutni qc were analyzed again after the passing diagnostic test and were within the customer's established ranges. The customer then pulled a sample that was already analyzed and tested it on both instruments and the results correlated well. Service performed the high sensitivity system check which met specifications. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely elevated troponin (accutni) results generated by the access 2 immunoassay system for two patients. Repeat testing on an alternate instrument resulted in the normal reference range. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.